Event description:
Bilateral breast augmentation with silicone implants in 1987. Over last 3 mos increased pain, discomfort and misshaping of breasts. Pain causing limited range of motion of arms. Physical exam=baker's IV capsular contracture on rt with hardness and deformity. Lt bakers ii with deformity and firmness with pain. Both implants have palpable deformation and bulging. 2001 pt underwent bilateral capsulectomy and implant removal. Both implants were removed intact. Right implant was ruptured within capsule. Left implant appeared to have some bleed but no obvious rupture.